Event description:
It was reported that bd alaris pump infusion set was cracked the following information was received by the initial reporter with the following verbatim it was reported by customer that tubing was dripping medication and tubing was cracked at the top y site of the tubing.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage; leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.